Event description:
Operator reported that the door came down on her hand as she was trying to push a jammed basket out from under the closing door. Injury was reported as compound fracture to finger on the left hand.